Event description:
Information was received from a consumer and healthcare provider via manufacturer representative regarding a patient who was receiving gablofen , 2000 mcg/ml at 821 mcg/day via an implantable pump. It was reported that the patients symptoms returned including increased tone in upper extremities. A dye/rotor study was done on (B)(6) 2022 and the physician was unable to aspirate and was also unable to infuse through via the catheter access port. It was suspected that there was a kink on the catheter. The patient was referred to a physician for a catheter replacement. The dose of gablofen was reduced to 30% as well in preparation for the re-titration upon the catheter replacement. The event/difficulty occurred in (B)(6) 2022 (specific date not reported). There were no known environmental, external, patient factors that could have contributed to the issue. The patients weight and medical history were asked and will not be made available. The issue was not solved at the time of the report and the status of the patient was alive with no injury. Surgical intervention was planned, but had not yet been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-oct-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.